Manufacturer narrative:
One spline abutment was returned for investigation with the bundle screw. Visual evaluation of the returned product identified minor signs of use and wear (flattening) along the screw threads. The returned device was functionally tested and failed as it was confirmed that while the abutment seated into mating implant tines, the screw could not thread down. The stuck (does not disengage) screw malfunction was not recreated and did not occur during functional testing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction of the screw being stuck and not disengaging could not be confirmed. However, a device malfunction was confirmed since the screw could not thread down and seat.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint. Patient age not provided/unknown. Patient weight not provided/unknown. Street address unknown. Device not returned.

Event description:
It was reported that the screw portion of the abutment became stuck in the implant. Another abutment was placed.